Manufacturer narrative:
Service inspected the analyzer, performed troubleshooting, and determined the manifold, high concentration waste (rohs and reach) to be the cause due to a clog. Service cleared the clog and flushed the lines resolving the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. The calculated erratic results rate for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Labeling review concludes that the issue is adequately addressed. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. The architect c8000 system service and support manual provides removal and replacement procedures for the manifold, high concentration waste (rohs and reach). Based on the information within the complaint record, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the architect c8000 processing module for 15 patients. Customer states they were all running low, such as 115 meq/l and 120 meq/l. When run on their other analyzer one of them was 142 meq/l, customer was unable to provide specific data or reference range. No impact to patient management was reported.

Event description:
The customer observed falsely depressed sodium results generated on the architect c8000 processing module for 15 patients. Customer states they were all running low, such as 115 meq/l and 120 meq/l. When run on their other analyzer one of them was 142 meq/l, customer was unable to provide specific data or reference range. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.